Event description:
Customer reported fluid leaking below the pump and when the door was opened, the user noted the pumping segment was torn at the upper fitment engagement. The user stated the "hard blue part" appears sharp. No pt harm reported. No additional event info provided.

Manufacturer narrative:
(B)(4). Product evaluated and customer's report of a leak from the tubing was confirmed. A 0.0320 inch long tear was noted in the silicone tubing and a small crush mark was observed on the upper fitment. The root cause of the tear was not identified. The lot number was not identified. Based upon smartsite valve laser number, the set was mfg 02/2010.